Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: off-label use - removed and refilled. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with a (left) 500cc mentor smooth round moderate plus profile saline and an unspecified mentor saline breast prosthesis on the right side, suffered left breast implant deflation, post-operatively. As a result, underwent implant removal and replacement with a 500cc mentor smooth round moderate plus profile saline (catalog: 3502500 lot: 7481237 sn: (B)(4) on the left side on (B)(6) 2020. Additionally, the right breast implant was also removed, refilled from 515cc to 530cc and then re-implanted. Per mentor's instruction for use, breast implants are intended for single use only. This medwatch form is for the right breast prosthesis.